Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician heard a "steam pop" during ablation and stopped ablating. It was determined that there was an effusion in the pericardial space. The procedure was stopped and fluid was withdrawn from the pericardial space. The patient is stable and moved from the ep lab. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 system (B)(4); stockert 70 (B)(4); coolflow pump (B)(4); lasso nav (d134302, (B)(4)); acunav catheter (10135936, (B)(4)). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Refer to evaluation summary: manufacturer ref # (B)(4). It was reported that during ablation the physician heard a "steam pop" during ablation and stopped ablating. It was determined that there was an effusion in the pericardial space. The procedure was stopped and fluid was withdrawn from the pericardial space. The patient was stable and moved from the ep lab. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and catheter passed. Finally, the catheter eeprom was intended to be read, however since the eeprom data showed no values, it can be determined the eeprom was corrupted. However, it¿s not conclusive at this point that the faulty eeprom was related with the event. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the eeprom test, but the root cause of the steam pop and the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.